Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital sequestered the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced slight resistance and decided to retract the ruby coil. However, while retracting the ruby coil, it unintentionally detached outside of the patient¿s body at the hub of the microcatheter. The physician was able to pull the detached coil out of the microcatheter and completed the procedure using additional ruby coils and the same microcatheter. There was no adverse effect to the patient.